Event description:
It was reported that post rx acculink stent implantation in the mildly calcified right internal carotid artery, the patient experienced a stroke. Post procedure stroke scales were significant for visual changes. Neurology was consulted and cortical blindness was documented. Computerized tomography and carotid ultrasounds were performed. The patient remained hospitalized and was discharged to home on (B)(6) 2011. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Bivalirudin. Embolic protection: emboshield nav6. There was no reported product deficiency. The reported patient effect of stroke is a known potential adverse event as listed in the rx acculink instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, could not be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.